Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted due to significant residual astigmatism. Additional information was requested.